Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that an unexpected reset occurred. Customer declined troubleshooting with tandem technical support, and declined to provide more information regarding the unexpected reset. There was no reported impact to customer's blood glucose level.